Event description:
It was reported that during an unspecified procedure, difficulty was experienced during withdrawal of the ultra 2 cutting balloon. The 85% stenotic lesion being treated was located in the moderately calcified, and moderately tortuous main vessel, which was "protected by 2 grafts". The ultra 2 cutting balloon was inflated three times to 6-8 atms each inflation. Following the final inflation, the physician was unable to withdraw the ultra 2 cutting balloon, but was able to push it forward. It was reported that "it seemed that a calcification branch blocked removal. After being pushed forward and delfated a 4th time, the device could be removed." Patient status was reported as 'excellent'. Note: this product was used post expiration.